Event description:
Company mallinkrodt. Product 5.0-8.0 endotracheal tubes. The below items were discontinued: tube size: 5.0 ett cuffed lo contour, company: mallinkrodt, reference number: 86078; 5.5 ett cuffed lo contour, mallinkrodt , 86079; 6.0 ett cuffed lo contour, mallinkrodt, 86080; 6.5 ett cuffed lo contour, mallinkrodt, 86081; 7.0 ett cuffed lo contour, mallinkrodt, 86082; 7.5 ett cuffed lo contour, mallinkrodt, 86083; 8.0 ett cuffed lo contour, mallinkrodt, 86084. The recommended replacement were 2 items - one of which is unacceptable give how big the cuff (even uninflated). The second option is what we are currently getting - the lo contour cuff replacement: tube size: 5.0 ett cuffed lo contour, company: mallinkrodt, reference number: 86047 5.5 ett cuffed lo contour, mallinkrodt, 86048; 6.0 ett cuffed lo contour, mallinkrodt, 86049; 6.5 ett cuffed lo contour, mallinkrodt, 86050; 7.0 ett cuffed lo contour, mallinkrodt, 86051; 7.5 ett cuffed lo contour, mallinkrodt, 86052; 8.0 ett cuffed lo contour, mallinkrodt, 86053. These replacement tubes are unacceptable because the plastic is cloudy. This makes you unable to visualize co2 steam coming from airway or mucous plugs, blood clots that may be lodged in the tube. The ability to visualize these things is critical to initially confirming intubation and maintaining a patent airway. There is no practical reason to have changed the plastic on the ett. Two other company's tubes that we trialed did not have the lo contour cuff option or had too large a murphy eye. We are also soliciting other children's hospital's to have them also file a complaint. Manufacturer response for endotracheal tube, mallinkrodt (per site reporter): unresponsive at this point.